Event description:
It was reported that outside of surgery the skin graft mesher has bent fins on the lower roller holder and it has not been serviced or calibrated for several years. No patient involvement diligence is complete.

Manufacturer narrative:
This event is recorded under (B)(4). G2: foreign - event occurred in canada. E1: telephone- (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.